Manufacturer narrative:
The customer replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) loaded the current revision software onto the ventilator. No parts are being returned. The ventilator passed calibrations, extended self-tests (est), short self tests (sst), and performance verification tests (pvt). (B)(4).

Event description:
Covidien received information, that during patient use, the ventilator shut down. The ventilator was removed from the patient. No harm to the patient reported.